Event description:
The device was returned to the manufacturer after no telemetry was observed prior to an implant attempt. It was analyzed and subsequently tested out of specification. The device was received in its original sealed package indicating it was not introduced into a patient.